Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 39286-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information reported that the patient's neighbor came over to her house and assaulted her the day after her first surgery and the implantable neurostimulator (ins) stopped working because she shifted the paddle and it was off by 30 degrees. She had been out of work for 12 weeks. This was stated to have occurred on (B)(6) 2014, 2 days after the first surgery. 10 days after the incident, they re-did it and the patient was getting better coverage. All the incisions had to be opened up and she experienced pain. She ended up in the hospital because of the unbearable pain and blood pressure through the roof. It was reported it had nothing to do with the stimulator but because she was shoved. The blood pressure was reported to be 225/125 from the pain level. The patient went to the nearest hospital and inside of working on the pain level they threw her to have a cat scan and twisted and turner her and 3 days later therapy stopped working. She had to have another surgery. Another set of leads had to be added. The medication wore off after the surgery and the incision site was very painful and they had to take her to the hospital. When she would breathe, she was in excruciating pain. The stimulator was reported to be working but they were putting her on the cat scan table doing everything they should not be doing and therapy stopped working. When the patient had pain, her blood pressure would go up. The third surgery occurred on (B)(6) 2014. They almost gave up and it took 5 hours to get the second set of leads because of the scar tissue. It was stated that it's not 100% but it's better and therapy helps tremendously. The patient was reported to have a lot of nerve damage and "cody syndrome." Follow-up was performed to determine if the patient still had concerns with their device and if they were receiving effective therapy. A follow-up report will be initiated if additional information is received.

Event description:
It was reported that someone pushed her the day after surgery moving her around the hospital and it caused ¿it¿ to stop while at the hospital. It was stated that it wouldn¿t work at all on the left leg so they ¿added 8 more leads.¿ it was reported that the patient had a revision friday (B)(6), because, it kept stopping on her left leg. It was further reported by the healthcare professional that the cause of the issue had been determined to be that the lead moved. It was stated that reprogramming had been unsuccessful prior to revision. It was stated that the patient recovered without sequelae and it was stated that the patient was able to recharge normally at the time of the report.